Event description:
In 2009, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultra meter would not power on. The medical surveillance specialist (mss) spoke with the patient on november 30, 2009 and obtained the following information. The patient reported that the alleged power issue began 1 or 2 weeks prior to when his mother contacted lfs. The patient informed the mss that he tests 2x/day and manages his diabetes by taking a set dose of lantus in the morning and humalog insulin (3x/day) based on a sliding scale. As a result of the alleged issue, the patient claimed he estimated how much humalog insulin to take during the day. On two separate occasions (dates/times not recalled), after the alleged issue began, the patient claimed he became shaky and weak. In response to the symptoms, he reported that he treated self with food and/or drink and would feel better afterwards. At the time of troubleshooting, the customer care advocate (cca) confirmed that the patient had replaced the subject meter's battery as recommended in the owner's booklet; however, the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.